Manufacturer narrative:
The initial reported event of infection was received on 2017-02-21. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2017-04-06. Information was subsequently received on 2017-05-09 and revealed ra lead vegetation. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. Concomitant medical products: ddmb1d1 ICD implanted (B)(6) 2017.

Event description:
It was reported that the patient had pain, redness, chills, warmth, and purulent drainage at the site of the implant. The patient developed a cardiovascular implantable electronic device infection with the organism being coagular negative staphylococcus. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead, and antibacterial envelope were explanted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event. On 2017-05-11 it was further reported that the patient was found to have a ra thrombus and vegetation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.